Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt presented with cystoid macular edema after mi60 implantation. The pt has sarcoidosis as preexisting condition. Additional information has been requested, but has not been received.